Event description:
It was reported that during patient treatment, the ventilator generated alarms for high peep (positive end expiratory pressure). The expiratory bacteria filter was found to be clogged. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The reported issue was resolved by replacing the filter. More information regarding the event i.e. How long the filter had been used, and the device logs was requested but not received. When the filter gets clogged, the ventilator device will always generate clinical alarms to alert the operator. At a high expiratory resistance, patient does not have time to breathe properly during the expiratory phase before a new breath is initiated. This leads to high pressure alarms being generated. The user¿s manual contains a warning that the expiratory airway pressure must be carefully monitored to protect the patient against accidentally high airway pressure when using expiratory bacteria filters. Increased airway pressure could result from a clogged expiratory bacteria filter. The filter should be replaced if the expiratory resistance increases or after maximum 24 hours, whichever comes first. The conclusion is that the described error was caused by a clogged expiratory bacteria filter and not a ventilator malfunction. H3 other text : 4114.

Event description:
Manufacturer's ref #: (B)(4).